Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 21:17:48. During night drain cycle 4, the patient's ultrafiltration reading was 1250ml, indicating the home patient (hp) drained 1250ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An increased intra-peritoneal volume (iipv) event was not confirmed by review of the device logs. During night drain cycle 4, the patient's ultrafiltration reading was 1250 ml, but the patient had received a partial fill during fill 4 of 4. The patients actual drain volume for this cycle was 3172 ml which does not meet iipv criteria for the largest prescribed fill volume. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.